Event description:
A malfunction occurred on a customer's pump, indicated by a malf 12 code. There was no reported impact on the customer's blood glucose level. The customer, having experienced the malfunction at least three times previously, was advised by technical support to put the faulty pump into storage mode and return it to tandem using a provided return box and pre-paid label. The customer will receive a replacement pump with updated software, and technical support confirmed that the customer understood the necessary steps, including programming settings and connecting their cgm to the new pump. A temporary backup method for insulin delivery was identified as mdi during the replacement process.